Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. After a stent was placed, a 16-6/5.8/75 xxl balloon catheter was advanced for post-dilation. However, during second inflation at 4 atmospheres, the balloon ruptured. Subsequently, a new 16-6/5.8/75 xxl balloon catheter was selected but at first inflation at 3 atmospheres, the balloon ruptured as well. Both balloons were intact upon removal. A second stent was then placed extending into the common femoral vein and then a third 16-6/5.8/75 xxl balloon catheter was used and completed the procedure. There were no patient complications reported and the patient was fine. It was further reported that the target lesion was 60% stenosed, mild to moderate tortuous, and non-calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. After a stent was placed, a 16-6/5.8/75 xxl balloon catheter was advanced for post-dilation. However, during second inflation at 4 atmospheres, the balloon ruptured. Subsequently, a new 16-6/5.8/75 xxl balloon catheter was selected but at first inflation at 3 atmospheres, the balloon ruptured as well. Both balloons were intact upon removal. A second stent was then placed extending into the common femoral vein and then a third 16-6/5.8/75 xxl balloon catheter was used and completed the procedure. There were no patient complications reported and the patient was fine.